Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering. The customer stated that the insulin pump not stopped to deliver basal even when they were on low. Customer stated that there blood glucose value was 50 mg/dl at time of incident. Customer stated that there current blood glucose value was 103 mg/dl. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08720 inches. No under delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Unable to confirm units of normal bolus due to no record in the history file of the event date. The electronic assemblies and motor assemblies were inspected, and moisture damage noted. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, cracked case (battery tube), pillowing keypad overlay, corroded battery tube, and corroded home switch. The p-cap/reservoir does lock properly. Pump passed functional testing and no over delivery anomalies noted during testing. Unable to confirm alleged medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.